Manufacturer narrative:
(B)(4).the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Action taken with apd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.